Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room (B)(4) at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake bar was not attached due to a missing c clip. Per the hill-rom service manual it is necessary for the excel care bariatric bed to have an effective maintenance program. We recommend that you do annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the c clip and attached the brake bar to resolve the issue. Based on this info, no further action is required.